Event description:
The patient reported feeling no stimulation for two days; the representative redirected the patient to the hcp for device reprogramming. Additional information has been requested from the physician.